Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse replaced the main board. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Due to character restrictions in event site name: (B)(6) hospital a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection, the cs300 intra-aortic balloon pump (iabp) units main board needs replacement due to large time lag. There was no patient involvement.